Event description:
This procedure is part of the (B)(6) study and was performed in (B)(6):during plaque excision a grade a or b dissection occurred, and distal embolization of plaque, thrombus (blood clot), or debris was noted. Please reference MDR 2183870-2012-00176 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the core lab technical observations that was adjudicated by the clinical events committee (cec) in (B)(4) 2012. (B)(4): discarded in 2011.